Event description:
Boston scientific received information that a pocket revision was performed on this product due to the possibility of an infection. An antibiotic pouch was placed around the device. There was no report of adverse patient effects due to the revision procedure.

Event description:
Boston scientific received information that this device was explanted for an unspecified reason. There was no report of adverse patient effects as a result of the explant.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.